Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 63.0 cm, 131.0 cm, 134.0 cm and 142.0 cm from the proximal end. The pusher assembly was fractured approximately 66.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and embolization coil had offset coil winds. Conclusions: evaluation of the returned pod pc confirmed a pusher assembly kink and revealed a pusher assembly fracture near the kinked location. If the device is forcefully advanced against resistance, the pusher assembly may become kinked and subsequently a fracture may occur. Due to the pusher assembly fracture, the functional testing could not be performed, and the root cause of the resistance could not be determined. Further evaluation of the device revealed additional kinks on the pusher assembly, a detached embolization coil and offset coil winds on the embolization coil. The detached embolization coil was due to the pusher assembly fracture. The additional kinks and the offset coil winds on the embolization coil were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), non-penumbra coil, non-penumbra catheter and lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted one non-penumbra coil and three pod pcs in the target vessel. While advancing an additional pod pc through the microcatheter, the pusher assembly became kinked, therefore, the pod pc was removed. The procedure was completed using the same lantern and a new pod pc. There was no report of an adverse effect to the patient.